Event description:
Reference number (B)(4) event occurred in the united states on 22nd sep 2024, patient was hospitalized due to high bg, the duration of hospitalization was greater than 24 hours. Reason of hospitalization was dka. Bg values during hospitalization were 396mg/dl. No further information available.